Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked case (corner of belt clip rails), cracked keypad overlay, cracked retainer and cracked battery tube threads. In summary, the pump was received with a cracked case (corner of belt clip rails) confirmed. For additional information regarding the tests performed refer to d00854230-appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued using the device. Mmt-1780kl was requested and it was returned for analysis.